Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: attachment device. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the attachment and motor device stuck together at the hose was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that it was observed that the device operated with the safety engaged (failed safety assessment). It was further determined that the device would not meet its minimum rotations per minute (rpms) at 90 psi (failed rotational speed assessment). During service/repair, it was observed that the locking components were damaged, and the motor cylinder was scored on the inside. It was determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device and motor device were both stuck together at the hose. During in-house engineering evaluation, it was observed that the motor device operated with the safety engaged (failed safety assessment). It was further determined that the device would not meet its minimum rotations per minute (rpms) at 90 psi (failed rotational speed assessment). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.